Event description:
A malfunction was reported on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.